Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.